Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that there were a few pc unit keypads that were hard to push when programming. There was no information on patient involvement.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information.

Event description:
It was reported that there were a few pc unit keypads that were hard to push when programming. There was no patient involvement.